Manufacturer narrative:
No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply board and the switching board were replaced to resolve the issue.

Event description:
A ge healthcare service representative found a defective power switch that causes loss of ventilation. There was no report of patient involvement.